Event description:
Procedure type: unk. According to the rptr: the balloon started to inflate then it split at the seam. No delay in or time reported. No pt injury reported during the case.

Manufacturer narrative:
Date initial report sent: 04/13/2009.